Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a other regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device stopped working prematurely had to be replaced. The patient suffered unspecified serious consequences in connection with the device failure.